Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 58 mg/dl at the time of incident and the current blood glucose level was 58 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose and food. Customer was not alleging pump was over delivering. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer stated that the insulin dripped before connecting the infusion set at their site. Customer stated that they experienced multiple blood glucose values such as 50 mg/dl, 104 mg/dl and 47 mg/dl. The insulin pump will not be returned for analysis.